Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm lead dislodgement.

Event description:
It was reported this right atrial (ra) lead was placed in the atrial appendage, but it moved immediately, and became dislodged when the stylet was removed. The physician attempted to implant the lead in the area near the septum, but the lead could not be implanted. The physician decided to replace the ra lead with a competitor lead. This lead was also difficult to implant, but eventually was successfully placed. It was noted the patient recently had cardiac surgery, and the atrial muscle was hard, which prevented the lead from being implanted. No adverse patient effects were reported.